Event description:
It was reported that inappropriate therapy was provided for supraventricular tachycardia (svt) on this implantable cardioverter defibrillator (ICD). Atrial under-sensing led to the ICD not distinguishing the svt from ventricular tachycardia (vt), thus 4 inappropriate round of anti-tachycardia pacing (atp), and one inappropriate shock was delivered. Technical services (ts) discussed reprogramming. This ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that inappropriate therapy was provided for supraventricular tachycardia (svt) on this implantable cardioverter defibrillator (ICD). Atrial under-sensing led to the ICD not distinguishing the svt from ventricular tachycardia (vt), thus 4 inappropriate round of anti-tachycardia pacing (atp), and one inappropriate shock was delivered. Technical services (ts) discussed reprogramming. This ICD remains in-service. No adverse patient effects were reported. Additional information was received. An additional inappropriate shock and therapy was provided for svt due to atrial under sensing. Additional reprogramming was performed. This ICD remains in-service. No additional adverse patient effects were reported.